Event description:
Capio slim open access suture capturing device trigger mechanism malfunctioned. Scrub tech tested device by engaging trigger and it wouldn't disengage. Device was tested prior to patient entering operating room.